Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2011: (B)(6) medical center. (B)(6), md. Emergency department visit. Presents with mid/upper abdominal pain at incision site x 1.5 week. Reports nausea today, denies diarrhea. Medications: metformin, warfarin. Exam: gastrointestinal; soft, nontender, normal bowel sounds, scars well healed; midline scar noted. States he ¿gets a hernia¿ just above umbilicus that bothers him. Small 2-inch long defect in abdominal wall; no palpable intestinal contents, no bulging seen. Abdominal x-ray: no small bowel obstruction. Impression: abdominal pain, nausea/vomiting. Plan: discharge home, follow up with (B)(6), md in 2-3 days. On (B)(6) 2011: (B)(6) medical center. (B)(6), md. Radiology ¿ abdominal x-ray/frontal view of chest. History: abdominal pain, nausea/vomiting. Impression: no evidence of bowel obstruction or abdominal mass. On (B)(6) 2011: our lady of the lake physician group. (B)(6), md [assigned]. History & physical. Complains of pain at hernias. Had lap for ¿blood clots.¿ exam: abdomen; symptomatic hernias. Impression: incisional hernias. Needs CT abdomen with contrast. On (B)(6) 2011: lake imaging center. (B)(6), md. Radiology ¿ CT abdomen/pelvis with/without contrast. History: abdominal hernia. Impression: three separate midline abdominal wall hernias with mesenteric fat extending into the hernia sacs but with no abnormal bowel herniation evident. Mild hepatomegaly with mild diffuse fatty infiltration of the liver. Marked atrophy of left kidney with diminished perfusion, compensatory mild hypertrophy of right kidney. Mild prostatic hypertrophy. Small hiatal hernia. Mild cardiomegaly. Probable underlying component of copd [chronic obstructive pulmonary disease] with subpleural cysts and/or blebs in both posterior costophrenic sulci. Old healed granulomatous disease of spleen. On (B)(6) 2011: (B)(6) medical center. [Illegible signature, pac]. History & physical. Complains of hernias to abdomen, positive pain. Exam: abdomen; incisional hernia x2. Plan: open incisional hernia repair with/without mesh. On (B)(6) 2011: (B)(6) medical center. Peri-operative nursing record. Implant record. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp04. Lot batch code: 8611800. W.l. Gore & associates. On (B)(6) 2011: (B)(6) medical center. [Illegible] morris. Immediate post-operative progress note. Surgeon: leblanc. Assistant surgeon: morris. Pre/postoperative diagnosis: incarcerated incisional hernia. Procedure: laparoscopic incarcerated incisional hernia [sic] with mesh. Specimens: none. Estimated blood loss: less than 10 cc. On (B)(6) 2011: (B)(6) medical center. (B)(6), md; (B)(6), md. Discharge summary. Status post open incisional hernia repair 08/02/11. Presented in clinic with bulge in abdomen; noted on examination to have fairly large incisional hernia. Hospital course: underwent incisional hernia repair; tolerated well. Postoperatively, consulted cardiology given cardiac history and history of hypercoagulable disorder which required coumadin. Had no acute issues. Tolerating by mouth diet, remained afebrile. Cardiology placed on high dose lovenox to up-bridge until restarted on coumadin. On postoperative day #2, doing well, no acute complaints; cleared for discharge home. Activity: no heavy lifting or strenuous activities. Resume home medications; prescription for lovenox. Follow up dr. (B)(6) approximately 2 weeks. On (B)(6) 2011: (B)(6) medical center. (B)(6), md. Emergency department visit. Presents with epigastric chest pain; denies nausea, vomiting, diarrhea; reports abdominal pain with slight distention noticed today. Gastrointestinal symptoms: abdominal pain, moderate, diffuse; constipation. Exam: gastrointestinal; normal bowel sounds, abdominal distention, tenderness; mild, generalized, epigastric. Guarding minimal. Rebound negative. Impression: acute chest pain, abdominal pain, constipation. Plan: admit. On (B)(6) 2011: (B)(6) medical center. (B)(6), md. Radiology ¿ abdomen x-ray. Indication: epigastric abdominal pain, abdominal distention, status post hernia repair. Impression: constipation. On (B)(6) 2011: (B)(6) medical center. (B)(6), md. Discharge summary. Discharge diagnoses: diabetes, copd and emphysema, tobacco abuse, gerd, recent incisional hernia repair. Medications: plavix [anticoagulant], glipizide [hypoglycemic], warfarin. Presented with complaints of chest pain with walking; likely non-cardiac in etiology. Continued counseling to quit tobacco use, trial of proton pump inhibitor for possible gastric etiology of chest pain. Did have mildly distended abdomen; stated continued to have regular bowel movements without difficulty. Recently had incisional hernia repair; likely continued distention related to this procedure. Abdominal plain film showed significant stool in left colon, no air fluid levels. Started stool softeners. He is without any complications related to his abdomen. Discharge home. Activity as tolerated. On (B)(6) 2012: (B)(6) medical center. (B)(6), md. Emergency department visit. Presents with lower abdominal pain, onset 2 weeks ago. Diarrhea started yesterday. Decreased urine output. Exacerbating factors; coughing, movement. Surgical history: herniorrhaphy, multiple surgeries for hernias in abdomen. Tobacco use: less than 0.5 packs/day. Exam: gastrointestinal; soft, nondistended, normal bowel sounds. Tenderness; moderate, suprapubic. Guarding voluntary, rebound negative. Impression: abdominal pain, diarrhea, acute urinary retention. Plan: improved, discharged. Follow up with angelo annaloro within 2 to 3 days. On (B)(6) 2012: (B)(6) medical center. (B)(6), md. Radiology ¿ CT abdomen/pelvis with contrast. History: abdominal pain. Impression: 4 cm simple appearing cystic lesion related to pancreatic head. Midline abdominal wall hernia repair with mesh. There is a layer of fluid between the mesh layers most consistent with a seroma. On (B)(6) 2012: (B)(6) medical center. (B)(6), md. Radiology ¿ abdominal series. History: lower abdominal pain, diarrhea for 1 week. Impression: nonobstructive bowel-gas pattern. On (B)(6) 2012: (B)(6) medical center. (B)(6), md. Emergency department visit. Presents with bilateral lower abdominal pain associated with nausea, onset 2 weeks ago; also, urinary retention. Reports coming to emergency room 4 days ago for same problem; pain constant since, unrelieved with pain medication. Exam: gastrointestinal; soft, tenderness moderate, periumbilical, suprapubic. Guarding minimal, voluntary; rebound negative, bowel sounds hypoactive. Abdominal/kub x-ray: no bowel obstruction. Impression: acute on chronic abdominal pain, pancreatic pseudocyst. Plan: discharged. Follow up with gerald arbour jr. Within 2-3 days; pancreatic cyst. Follow up gastrointestinal specialist, primary care and pain management. On (B)(6) 2012: (B)(6) medical center. (B)(6), md. Radiology ¿ abdomen x-ray. History: abdominal pain x 2 weeks. Impression: nonspecific bowel gas pattern. On (B)(6) 2012: gastroenterology associates. (B)(6). [Illegible], md. Follow up worksheet. Complaint: pancreatic cyst, abdominal pain, vomiting. Epigastric pain, sharp, non-radiating. Saw in emergency department x 2. [Illegible]. Question pancreatitis. [Illegible]. Positive nausea/vomiting. Weight 153, bmi 20. Abdomen soft, nondistended. Impression: [illegible] pain, gerd [gastroesophageal reflux disease], pancreatic cyst, [illegible]. Plan: schedule endoscopic ultrasound, esophagogastroduodenoscopy, colonoscopy. [Illegible]. [Nurse reviewer note: handwritten note; mostly illegible]. On (B)(6) 2012: (B)(6) medical center. (B)(6), md. Emergency department visit. Presents with diffuse abdominal pain for 1 month and nausea/vomiting for 2 days. Known cyst on pancreas; waiting to have surgery to remove it. Exam: gastrointestinal; soft, generalized tenderness to palpation, no guarding or rebound tenderness. Bowel sounds normal, organomegaly negative, trauma negative, midline scar. Impression: abdominal pain, chronic, generalized. Plan: discharged. Follow up primary care 3-5 days. On (B)(6) 2012: (B)(6) medical center. (B)(6), md. Radiology ¿ abdomen x-ray. Indication: nausea/vomiting. Impression: nonspecific bowel gas pattern. On (B)(6) 2012: (B)(6) medical center. (B)(6), md. Emergency department visit. Presents with mid upper abdominal pain onset tuesday; had gastroscope tuesday for cyst on pancreas. Had 5 hernia operations last year. Complains of nausea, nonproductive cough. Son states he passed out this morning. Exam: gastrointestinal; abdominal distention, tenderness moderate, epigastric. Guarding minimal, voluntary. Hypoactive bowel sounds. Discussed with patient that we talked with surgeon on call; this is not a surgical emergency, will see in office next week. Patient became very disgruntled; said he would see another surgeon. Impression: acute abdominal pain. Plan: discharged. Follow up with karl leblanc; call for appointment. Addendum: recurrent abdominal pain with multiple emergency room visits. He is concerned for a ¿hernia¿ that may be causing his pain. Complaints have been longstanding; not sure what prompted tonight¿s visit. Work up tonight reveals no acute changes in prior evaluations. Plan outpatient follow up with surgery. [Missing records: records including operative reports for ¿5 hernia operations last year¿ were not provided.] On (B)(6) 2012: (B)(6) medical center. (B)(6), md. Radiology ¿ abdomen x-ray. Indication: abdominal pain with hernia x 2 days. Comparison: 06/20/12. Impression: no acute abnormalities. On (B)(6) 2012: (B)(6) medical center. (B)(6), md. Radiology ¿ CT abdomen/pelvis with contrast. Indication: history of hernia, abdominal pain. Findings: abdomen; has ventral abdominal hernia repair, supraumbilical; collection of fluid between the mesh. Collection increased in size; transverse dimension is 10 cm and anterior/posterior dimension is 5 cm, previously measuring 10 x 2.5 cm. No evidence of small bowel obstruction. Pelvis; left inguinal hernia containing fat only. No free air or fluid. Impression: fluid collection associated with the ventral hernia mesh repair which has approximately doubled in size compared to 05/22/12. Well circumscribed cyst which could be either pancreatic or duodenal in origin, has decreased in size, currently measuring 3 cm, previously 4 cm. On (B)(6) 2012: (B)(6) medical center. (B)(6), md. Radiology ¿ CT abdomen/pelvis without contrast. History: flank pain. Impression: small amount of nonspecific inflammatory reaction along lower aspect of right kidney. Slight decrease in ventral anterior abdominal wall fluid collection. On (B)(6) 2012: (B)(6) medical center. (B)(6), md. Radiology ¿ CT abdomen/pelvis without contrast. History: right flank pain. Impression: no acute finding. Anterior abdominal wall hernioplasty change with mesh with fluid distention of mesh again seen. No air bubbles. Some fat stranding in the ventral abdomen adjacent to this is again seen at midline and to right of midline. Again, nonspecific cystic focus off head of pancreas and second portion of duodenum. Could be related pancreatic pseudocyst or a diverticulum off duodenum. On (B)(6) 2012: (B)(6) medical center. [Illegible signature]. History & physical. Chief complaint: pain [illegible]. Patient had [illegible] 08/12/11. Exam: abdomen: bulge at seroma. Impression: persistent painful seroma. Plan: ir [interventional radiology] drainage. [Nurse reviewer note: handwritten note; mostly illegible]. [Missing records: records detailing ir drainage of seroma were not provided.] On (B)(6) 2013: (B)(6) medical center. (B)(6), md. Consultation. Reason: diabetic management, elevated blood sugars. Says he is ¿well-controlled,¿ but says blood sugars at home never below 300. Blood sugars were elevated on arrival; today was 413. Surgical history: inguinal hernia repair. Medications: plavix, coumadin, lantus and humalog insulin. Review of systems: smoker¿s cough, occasional abdominal pain with hernia. Social: smoked 6 cigarettes per day last 35-38 years. Exam: gastrointestinal; soft, nondistended, mild tenderness to palpation around ventral hernia. Positive bowel sounds. Impression: uncontrolled glucose. Plan: restart lantus [insulin], continue sliding scale insulin. Diabetic and nutritional education. On (B)(6) 2013: (B)(6) medical center. (B)(6), md. Radiology ¿ CT pelvis, non-contrast. History: right sided retroperitoneal hematoma. Impression: some diverticulosis. Minimal induration at right inguinal location, probably from recent intervention. No evidence of retroperitoneal hematoma. On (B)(6) 2013: (B)(6) medical center. (B)(6), md. Emergency department visit. Glucose today 500. Review of systems: abdominal pain, periumbilical. Incisional hernia midline, no nausea/vomiting. Exam: gastrointestinal; soft, nontender, nondistended, normal bowel sounds. Albumin 3.1, low. Impression: hyperglycemia. Plan: discharge. Follow up primary care provider. On (B)(6) 2013: (B)(6) medical center. (B)(6), md. Radiology ¿ abdomen x-ray. Indication: generalized abdominal pain. Impression: no acute abnormalities. On (B)(6) 2013: (B)(6) medical center. (B)(6), md. Consultation. History of noncompliance with diabetic medications, current smoker; presents with elevated blood sugars greater than 600 at home. Appears he does not fully understand his insulin regimen. Exam: abdomen; incisional hernia in midline of abdomen; no rebound, guarding, or flank tenderness. Normal bowel sounds. Plan: make necessary changes to discharge medication list. Follow up with dr. (B)(6) for further monitoring and adjustment of diabetic medications. On (B)(6) 2014: lake imaging center. (B)(6). Radiology ¿ abdomen x-ray. Indication: abdominal pain. Impression: nonobstructive bowel gas pattern. No free intraperitoneal air. On (B)(6) 2014: lake imaging center. (B)(6), md. Radiology ¿ abdomen ultrasound. Impression: large anterior abdominal fluid collection measuring 11.0 x 8.7 x 2.5 cm in patient with history of multiple prior hernia repair surgeries. Could represent seroma or abscess. A 3.2 cm simple appearing cyst within head of pancreas; could represent a pseudocyst. On (B)(6) 2014: lake imaging center. (B)(6), md. Radiology ¿ CT abdomen/pelvis with contrast. Findings: status post apparent mesh repair of a ventral midline abdominal wall hernia. Some persistent slight protrusion of anterior midline abdominal wall with some fat herniating at level of umbilicus only. Persistent fluid collection between anterior border of mesh and anterior peritoneum; measures 9.9 x 3.9 cm. Collection measured 9.8 x 5.8 cm on pet CT scan and 9.8 x 3.9 cm on 09/15/12 abdominal/pelvic ultrasound. No air bubbles in fluid, no edema in surrounding soft tissues. Impression: 2.7 x 2.6 cm cyst between first portion of duodenum in neck of pancreas. Persistent fluid collection interposed between a mesh and the anterior abdominal wall, presumably related to cerumen. Slightly smaller than on pet CT scan but has not significant [sic] changed since 09/15/12 CT. Colonic diverticulosis. On (B)(6) 2015: lake imaging center. (B)(6), md. Radiology ¿ CT abdomen/pelvis with contrast. Indication: hernia. Findings: stable size of simple fluid collection in the anterior abdomen associated with post changes and located between the mesh and anterior peritoneal lining. Again, measures approximately 10 x 4.5 x 8.5 cm. No new fluid collection. Impression: stable postoperative seroma associated with the ventral hernia repair mesh. Decreased size of cystic lesion arising from anterior aspect of pancreatic head. On (B)(6) 2015: [facility ni]. (B)(6), md. Office notes. States I performed a hernia repair on him in 2011. Seen by dr. (B)(6) over a year ago with pain in abdomen as well as a bulge. CT scan at the time revealed some fluid above the mesh; did not have anything done at the time. Noticed increasing pain subsequent to this time; here today because he feels he has recurrence of his hernia. Noticed this because he has bulge right side of abdomen. Still having some discomfort; here for evaluation of CT scan. Medical history: cancer. Exam: gastrointestinal; soft, nondistended, normal bowel sounds, nontender, no organomegaly, no mass, no rebound, no guarding. Definitely has an asymmetry; right side of lower abdomen appears larger than left; do not palpate a definitive hernia. This is perhaps some migration of the fluid that was noted on CT scan in past; not changed since last visit. Weight 143.6 pounds, bmi 19. Impression: postoperative seroma-chronic. Plan: offered options of aspiration versus resection and capsulectomy; desires to proceed with surgery right away. I did tell him this may not relieve any of his pain. He is also aware he may develop chronic infection of the mesh covers of this. He states that we will have to ¿deal with that when that happens if it happens.¿ procedure: open resection of seroma and capsulectomy of abdominal wall. Needs preoperative clearance from primary care physician. On (B)(6) 2015: louisiana cardiology associates. (B)(6), md. History & physical. Medications: novolog insulin per pump, plavix. Going to have a hernia repair; here for preoperative clearance. He really does not take care of himself at all and continues to smoke. Plan: I know of no more adamant way to reinforce smoking cessation. Cleared for surgery; I¿m sure he is at high risk. With self-destructive behavior, I cannot imagine that his health will [sic] end poorly. On (B)(6) 2015: (B)(6). (B)(6), md. History & physical. Here for preoperative evaluation; repair of ventral hernia tomorrow by dr. (B)(6). Complains of associated pain right abdomen. Multiple medical problems including poorly controlled type I diabetes mellitus. Copd [chronic obstructive pulmonary disease]; continues to smoke 1 pack/day. Occasional alcohol use. Exam: bulge in right lower abdomen that is tender. Impression: ventral hernia. Plan: multiple medical problems place him at increased risk for general anesthesia and surgery. He is as stable medically as he can be prior to planned anesthesia and repair of ventral hernia. On (B)(6) 2015: (B)(6) medical center. (B)(6), md; (B)(6), md. Operative report. Preoperative diagnosis: chronic seroma versus hematoma. Prior ventral hernia repair with a gore dual mesh. Postoperative diagnosis: chronic seroma. Prior ventral hernia repair with gore dual mesh. Procedure: open seroma evacuation. Incision and drainage. Indications: a 56-year-old male with prior hernia operation with gore dual mesh that had complained of chronic pain secondary to a suspected chronic hematoma for some time. The patient has decided he would like the hematoma evacuated. Procedure in detail: ¿after consents were obtained and all risks, benefits, and alternatives were described to the patient, he was brought to the operating room and laid supine on the operating room table. Anesthesia was induced via general. A time out was performed, identifying the correct patient, procedure, and providers. After this time, the abdomen was prepped and draped in the usual sterile fashion. We began our operation by reopening the incision through his prior scar, approximately 4-5 cm supraumbilical to about 2-3 cm infra umbilical. This dissection was carried down using a mixture of blunt and electrocautery down to the level of fascia. The gore mesh was identified. A small incision was made within and approximately 200 cc of serous chronic seroma was drained immediately. After this was successfully evacuated, the gore dual mesh was opened approximately 5-6 cm. Within the cavity, there appeared to be several small areas of chronic hematoma. These were bluntly dissected free from the underlying surfaces and evacuated. There was a small amount of the irritation that was oozing very slightly and was easily treated with electrocautery. Once this was done, the edges of the gore dual mesh were reapproximated in a running fashion with nylon suture. Once this was completed, the subcutaneous tissue and fascia were reapproximated in a running fashion prior to closure with staples. Prior to closure of the cavity, a 19-french blake drain was placed within the cavity. All counts were correct at the conclusion the procedure. Dr. (B)(6) was present for the entirety of the case. Estimated blood loss: 2cc. Fluid loss: 200 cc of serous fluid. Findings: as above. Complications: none. Drains and packing: a 19-french blake drain as above.¿ there is no mention of infection or device removal in the records. On (B)(6) 2015: (B)(6) medical center. (B)(6), md. Immediate postoperative note. Surgeon: karl leblanc. Assistant surgeon: edwin manley. Preoperative diagnosis: chronic hematoma. Postoperative diagnosis: chronic seroma/hematoma. Procedure: incision and drainage. Findings: seroma/[illegible] hematoma posterior to mesh. 200 cc serous drainage. Drains/packs/catheters: 19 french blake in cavity posterior; left lower quadrant. Specimens: none. Estimated blood loss: 25 cc. Complications: none. Condition/disposition: stable, home. On (B)(6) 2015: (B)(6) medical center. (B)(6), md. Discharge orders. Activity: avoid overdoing or strenuous activity, 1 week. Call to schedule follow up 1 week with dr. (B)(6). Discharged with drain. On (B)(6) 2015: (B)(6) medical center. [Illegible signature]. Progress notes. Presents with severe right lower extremity claudication. Review of systems: mild drainage from hernia repair site, otherwise negative. Abdomen: soft, incision clean/dry/intact, staples in place. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A4: added patient weight. B7: added medical history. H6: corrected patient code to 3190 - no information. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: operative reports for any prior abdominal surgeries including the prior hernioplasty and emergency surgery in 2009 were not provided.] (B)(6)11: (B)(6) [assigned]. Pre-anesthesia evaluation. Weight 74 kg [kilograms]. History: emphysema, myocardial infarction, gerd [gastroesophageal reflux disease], diabetes mellitus. Previous surgeries: hernioplasty, aortic sx [surgery] for ¿blood clots¿. Comments: pkgs [packages]/day ½ for 30 yrs [smoking history]. Dvt [deep vein thrombosis] to l [left] kidney, only has r [right] kidney. Current medications: warfarin [anticoagulant], metformin [for diabetes]. Asa 3. (B)(6)11: (B)(6). Operative report. Preoperative diagnosis: incarcerated incisional hernia. Postoperative diagnosis: incarcerated incisional hernia. Procedure: laparoscopic repair of incarcerated incisional hernia. Assistant: (B)(6). Note: two staff physicians needed secondary to no resident availability. Procedure: ¿after informed consent was obtained from the patient, all questions were answered, the patient was brought to the operative suite and placed in the supine position. General endotracheal anesthesia was performed. Patient was prepped and draped in the usual sterile fashion. An incision was made in the left upper quadrant and we entered the abdomen using the 5 mm optical trocar. This was done without difficulty. The abdomen was insufflated with c02. The cameras introduced. There was no evidence of bleeding or bowel injury. No evidence of trauma. We then found the patient had what looked to be multiple incisional hernias, all being incarcerated along the patient's previous midline incision. I was able to see along the left flank and we were able to put a 5 mm trocar in inferiorly. This was done under direct visualization of the camera. I was also able to sweep around inferiorly and see the opposite side and we placed a 5 mm trocar on the opposite side under direct visualization and the camera as well. Next, we took down adhesions to the anterior abdominal wall. This was done with the laparoscopic scissors, as well as bluntly. This was done without much difficulty. We took down all the adhesions along the anterior abdominal wall, making sure that we were able to see all way around the adhesions before taking them. There was no incarcerated bowel. The patient did have some incarcerated omentum and multiple swiss cheese defects, the largest one being about 3 cm. At this point, after we had taken down all the adhesions and reduced all of the hernias, we measured the hernia defect. It measured about 9 x 7 cm in length. At that point we chose a 19 x 15 cm piece of gore dualmesh plus. At that point, we placed two sutures; one inferiorly and one superiorly. This was performed with cvo gore suture. At that point, the mesh was folded and placed within the abdomen, it was then unfolded. We grasped on both sides and pulled it anterior to the abdominal wall, it seemed to be a tight fit. At that point, we used a suture passer. We first started superiorly, making sure that we had a good 5 cm overlap, pulled up the suture and then tied this to the anterior abdominal wall. We then stretched the mesh tight and we used a suture grasper and again grasped the sutures under direct visualization and camera. We sewed the mesh in place inferiorly and superiorly. At that point, we used the absorbatack and tacked laterally on both sides. We then put two rolls of tacks all the way around; one along the edge and a second one basically around the defect. Next, we placed two tacking sutures on each side. This was performed by making an incision laterally. The suture passer was passed through the mesh. We grasped the gore-tex suture and then brought it back up through the anterior abdominal wall. These were sewn in place as well. At this point we felt like we had a good repair. There was no evidence of bleeding, no evidence of bowel injury. The trocars were then removed. The incisions were then closed with steri-strips. Patient tolerated the procedure well.¿ (B)(6)11: (B)(6). Operating room implant record. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp04. Lot batch code: 8611800. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/8611800) was implanted during the procedure. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The plaintiff voluntarily withdrew the lawsuit on september 20, 2019, therefore, this event will be captured as a false claim. Code 4316:-appropriate term/code not available is being used for "false claim."

Manufacturer narrative:
H6: health effect ¿ clinical code h6: updated investigation finding h6: updated investigation conclusion: d17: appropriate code/term not available for ¿withdrawn complaint¿ h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane this claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected, and ¿withdrawn.¿ medical records: the known medical records span (B)(6), 2011 through (B)(6), 2015, and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Patient information: medical history: smoker: on (B)(6) 2011: ¿pkgs [packages]/day ½ for 30 yrs.¿ on (B)(6) 2011: ¿ongoing tobacco use¿ on (B)(6) 2013: ¿smoked 6 cigarettes daily for past 35-38 years¿ on (B)(6) 2013: ¿strongly counseled to quit smoking immediately¿ on (B)(6) 2013: ¿current smoker¿ on (B)(6) 2014: ¿strong suspicion he is noncompliant and may be smoking daily¿ on (B)(6) 2015: ¿he really does not take care of himself at all and continues to smoke. Smokes 1 pack daily.¿ copd [chronic obstructive pulmonary disease] emphysema gerd [gastroesophageal reflux disease] diabetes mellitus on (B)(6) 2011: metformin on (B)(6) 2013: ¿blood sugars at home never below 300, uncontrolled glucose. Blood sugars were elevated on arrival; today was 413. Medications: lantus and humalog¿ on (B)(6) 2013: ¿glucose 500¿ on (B)(6) 2013: ¿very hyperglycemic, blood sugar 600. Diabetes mellitus with poor control; doubt very compliant with insulin regimen.¿ on (B)(6) 2013: ¿hyperglycemia, blood sugar 592.¿ history of dvt [deep vein thrombosis] to left kidney, only has right kidney on 11/2011: methicillin resistant staphylococcus aureus [mrsa] infection undefined hypercoagulable disorder on (B)(6) 2012: coumadin toxicity. On (B)(6) 2013: plavix and coumadin on (B)(6) 2015: plavix on (B)(6) 2013: acute myocardial infarction diverticulosis fatty liver, peripheral vascular disease history of cancer [not specified] surgical procedures: 1965: hernia surgery, 2009: emergency surgery for large clot near heart, kidney, and the artery to the stomach. Unknown date: left nephrectomy on (B)(6) 2011: laparoscopic repair of incarcerated incisional hernia. Implant: gore® dualmesh® plus biomaterial. (B)(6) 2012: endoscopy, antral gastritis, cystic lesion head of pancreas, fine needle aspiration. On (B)(6) 2015: open seroma evacuation. Incision and drainage. Relevant medical information: on (B)(6) 2011: emergency department. ¿presents with mid/upper abdominal pain at incision site x 1.5 week.¿ ¿exam: scars well healed; midline scar noted. States he ¿gets a hernia¿ just above umbilicus that bothers him. Small 2-inch long defect in abdominal wall; no palpable intestinal contents, no bulging seen.¿ on (B)(6) 2011: abdominal x-ray: ¿impression: no evidence of bowel obstruction or abdominal mass.¿ on (B)(6) 2011: ¿complains of pain at hernias.¿ ¿exam: abdomen; symptomatic hernias. Impression: incisional hernias.¿ on (B)(6) 2011: CT abdomen/pelvis [a/p]. ¿impression: three separate midline abdominal wall hernias with mesenteric fat extending into the hernia sacs but with no abnormal bowel herniation evident.¿ implant preoperative complaints: on (B)(6) 2011: history & physical. ¿complains of hernias to abdomen, positive pain. Exam: abdomen; incisional hernia x2. Plan: open incisional hernia repair with/without mesh.¿ implant procedure: laparoscopic repair of incarcerated incisional hernia. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp04/8611800, 15cm x 19cm x 1mm thick, oval] implant date: (B)(6), 2011 [hospitalization dates (B)(6) 2011] description of hernia being treated: ¿an incision was made in the left upper quadrant and we entered the abdomen using the 5 mm optical trocar. This was done without difficulty. The abdomen was insufflated with c02. The cameras introduced. There was no evidence of bleeding or bowel injury. No evidence of trauma. We then found the patient had what looked to be multiple incisional hernias, all being incarcerated along the patient's previous midline incision. I was able to see along the left flank and we were able to put a 5 mm trocar in inferiorly. This was done under direct visualization of the camera. I was also able to sweep around inferiorly and see the opposite side and we placed a 5 mm trocar on the opposite side under direct visualization and the camera as well. Next, we took down adhesions to the anterior abdominal wall. This was done with the laparoscopic scissors, as well as bluntly. This was done without much difficulty. We took down all the adhesions along the anterior abdominal wall, making sure that we were able to see all way around the adhesions before taking them. There was no incarcerated bowel. The patient did have some incarcerated omentum and multiple swiss cheese defects, the largest one being about 3 cm. At this point, after we had taken down all the adhesions and reduced all of the hernias, we measured the hernia defect. It measured about 9 x 7 cm in length.¿ implant size and fixation: ¿at that point we chose a 19 x 15 cm piece of gore dualmesh plus. At that point, we placed two sutures; one inferiorly and one superiorly. This was performed with cvo gore suture. At that point, the mesh was folded and placed within the abdomen, it was then unfolded. We grasped on both sides and pulled it anterior to the abdominal wall, it seemed to be a tight fit. At that point, we used a suture passer. We first started superiorly, making sure that we had a good 5 cm overlap, pulled up the suture and then tied this to the anterior abdominal wall. We then stretched the mesh tight and we used a suture grasper and again grasped the sutures under direct visualization and camera. We sewed the mesh in place inferiorly and superiorly. At that point, we used the absorbatack and tacked laterally on both sides. We then put two rolls [sic] of tacks all the way around; one along the edge and a second one basically around the defect. Next, we placed two tacking sutures on each side. This was performed by making an incision laterally. The suture passer was passed through the mesh. We grasped the gore-tex suture and then brought it back up through the anterior abdominal wall. These were sewn in place as well. At this point we felt like we had a good repair. There was no evidence of bleeding, no evidence of bowel injury. The trocars were then removed. The incisions were then closed with steri-strips. Patient tolerated the procedure well.¿ on (B)(6) 11: post-operative progress note. ¿specimens: none.¿ on (B)(6) 2011: discharge summary. ¿hospital course: underwent incisional hernia repair; tolerated well. Postoperatively, consulted cardiology given cardiac history and history of hypercoagulable disorder which required coumadin.¿ ¿on postoperative day #2, doing well, no acute complaints; cleared for discharge home.¿ relevant medical information: (B)(6) 2011: emergency department. ¿presents with epigastric chest pain. Gastrointestinal exam: normal bowel sounds, abdominal distention, tenderness; mild, generalized, epigastric. Guarding minimal. Rebound negative. Impression: acute chest pain, abdominal pain, constipation. Plan: admit.¿ inpatient hospitalization [hospitalization dates (B)(6) 2011] on (B)(6) 2011: abdomen x-ray. ¿impression: constipation.¿ (B)(6) 2011: discharge summary. ¿presented with complaints of chest pain with walking; likely non-cardiac in etiology. Continued counseling to quit tobacco use, trial of proton pump inhibitor for possible gastric etiology of chest pain. Did have mildly distended abdomen; stated continued to have regular bowel movements without difficulty. Recently had incisional hernia repair; likely continued distention related to this procedure.¿ on (B)(6) 2012: emergency department. ¿presents with lower abdominal pain, onset 2 weeks ago. Diarrhea started yesterday. Decreased urine output. Exacerbating factors; coughing, movement. Surgical history: herniorrhaphy, multiple surgeries for hernias in abdomen.¿ ¿impression: abdominal pain, diarrhea, acute urinary retention.¿ on (B)(6) 1202: CT a/p. ¿impression: 4 cm simple appearing cystic lesion related to pancreatic head. Midline abdominal wall hernia repair with mesh. There is a layer of fluid between the mesh layers most consistent with a seroma .¿ on (B)(6) 2012: emergency department. ¿presents with bilateral lower abdominal pain associated with nausea, onset 2 weeks ago; also, urinary retention. Reports coming to emergency room 4 days ago for same problem; pain constant since, unrelieved with pain medication.¿ ¿impression: acute on chronic abdominal pain, pancreatic pseudocyst.¿ on (B)(6) 2012: abdomen x-ray. ¿impression: nonspecific bowel gas pattern.¿ on (B)(6) 2012: emergency department. ¿presents with diffuse abdominal pain for 1 month and nausea/vomiting for 2 days. Known cyst on pancreas; waiting to have surgery to remove it.¿ ¿impression: abdominal pain, chronic, generalized.¿ on (B)(6) 2012: abdomen x-ray. ¿impression: non specific bowel gas pattern.¿ on (B)(6) 2012: endoscopy, antral gastritis, cystic lesion head of pancreas, fine needle aspiration. On (B)(6) 2012: emergency department. ¿presents with mid upper abdominal pain onset tuesday; had gastroscope tuesday for cyst on pancreas. Had 5 hernia operations last year . Complains of nausea, nonproductive cough. Son states he passed out this morning.¿ ¿discussed with patient that we talked with surgeon on call; this is not a surgical emergency, will see in office next week. Patient became very disgruntled; said he would see another surgeon. Impression: acute abdominal pain.¿ ¿addendum: recurrent abdominal pain with multiple emergency room visits. He is concerned for a ¿hernia¿ that may be causing his pain. Complaints have been longstanding; not sure what prompted tonight¿s visit. Work up tonight reveals no acute changes in prior evaluations. Plan: outpatient follow up with surgery.¿ on (B)(6) 2012: abdomen x-ray. ¿indication: abdominal pain with hernia x 2 days. Comparison: 6/20/12. Impression: no acute abnormalities.¿ on (B)(6) 2012: CT a/p. ¿indication: history of hernia, abdominal pain. Findings: abdomen; has ventral abdominal hernia repair, supraumbilical; collection of fluid between the mesh. Collection increased in size; transverse dimension is 10 cm and anterior/posterior dimension is 5 cm, previously measuring 10 x 2.5 cm. No evidence of small bowel obstruction. Pelvis; left inguinal hernia containing fat only. No free air or fluid. Impression: fluid collection associated with the ventral hernia mesh repair which has approximately doubled in size compared to (B)(6) 2012.¿ on (B)(6) 2012: CT a/p. ¿history: flank pain. Impression: small amount of nonspecific inflammatory reaction along lower aspect of right kidney. Slight decrease in ventral anterior abdominal wall fluid collection.¿ on (B)(6) 2012: CT a/p. ¿history: right flank pain. Impression: no acute finding. Anterior abdominal wall hernioplasty change with mesh with fluid distention of mesh again seen. No air bubbles. Some fat stranding in the ventral abdomen adjacent to this is again seen at midline and to right of midline. Again, nonspecific cystic focus off head of pancreas and second portion of duodenum. Could be related pancreatic pseudocyst or a diverticulum off duodenum.¿ on (B)(6) 2012: history & physical. ¿chief complaint: pain [illegible]. Patient had [illegible] (B)(6) 2011. Exam: abdomen: bulge at seroma. Impression: persistent painful seroma. Plan: ir [interventional radiology] drainage.¿ medical records detailing ¿ir drainage of seroma¿ were not provided. On (B)(6) 2013: consultation. ¿exam: gastrointestinal; soft, nondistended, mild tenderness to palpation around ventral hernia.¿ (B)(6) 2013: CT pelvis. ¿impression: some diverticulosis. Minimal induration at right inguinal location, probably from recent intervention. No evidence of retroperitoneal hematoma.¿ (B)(6) 2013: emergency room. ¿review of systems: abdominal pain, periumbilical. Incisional hernia midline, no nausea/vomiting.¿ on (B)(6) 2013: abdomen x-ray. ¿impression: no acute abnormalities.¿ on (B)(6) 2013: consultation. ¿history of noncompliance with diabetic medications, current smoker; presents with elevated blood sugars greater than 600 at home. ¿exam: abdomen; incisional hernia in midline of abdomen; no rebound, guarding, or flank tenderness. Normal bowel sounds.¿ on (B)(6) 2014: abdomen x-ray. ¿indication: abdominal pain. Impression: nonobstructive bowel gas pattern. No free intraperitoneal air.¿ on (B)(6) 2014: abdomen ultrasound. ¿impression: large anterior abdominal fluid collection measuring 11.0 x 8.7 x 2.5 cm in patient with history of multiple prior hernia repair surgeries. Could represent seroma or abscess.¿ on (B)(6) 2014: CT a/p. ¿findings: status post apparent mesh repair of a ventral midline abdominal wall hernia. Some persistent slight protrusion of anterior midline abdominal wall with some fat herniating at level of umbilicus only. Persistent fluid collection between anterior border of mesh and anterior peritoneum; measures 9.9 x 3.9 cm. Collection measured 9.8 x 5.8 cm on pet CT scan and 9.8 x 3.9 cm on 09/15/12 abdominal/pelvic ultrasound. No air bubbles in fluid, no edema in surrounding soft tissues. Impression: persistent fluid collection interposed between a mesh and the anterior abdominal wall , presumably related to cerumen [sic]. Slightly smaller than on pet CT scan but has not significant [sic] changed since (B)(6) 2012 CT.¿ revision preoperative complaints on (B)(6) 2015: surgery consult. ¿states I performed a hernia repair on him in 2011. Seen by dr. (B)(6) over a year ago with pain in abdomen as well as a bulge. CT scan at the time revealed some fluid above the mesh; did not have anything done at the time. Noticed increasing pain subsequent to this time; here today because he feels he has recurrence of his hernia. Noticed this because he has bulge right side of abdomen. Gastrointestinal: definitely has an asymmetry; right side of lower abdomen appears larger than left; do not palpate a definitive hernia. This is perhaps some migration of the fluid that was noted on CT scan in past. Impression/plan: postoperative seroma. Reorder CT scan to see if seroma is enlarged or moved, also rule out the possibility of recurrence which I doubt.¿ on (B)(6) 2015: CT a/p. ¿indication: hernia. Findings: stable size of simple fluid collection in the anterior abdomen associated with post changes and located between the mesh and anterior peritoneal lining. Again, measures approximately 10 x 4.5 x 8.5 cm. No new fluid collection. Impression: stable postoperative seroma associated with the ventral hernia repair mesh .¿ on (B)(6) 2015: surgery consult. ¿impression: postoperative seroma-chronic. Plan: offered options of aspiration versus resection and capsulectomy; desires to proceed with surgery right away. I did tell him this may not relieve any of his pain. He is also aware he may develop chronic infection of the mesh covers of this. He states that we will have to ¿deal with that when that happens if it happens.¿ procedure: open resection of seroma and capsulectomy of abdominal wall. Needs preoperative clearance from primary care physician.¿ on (B)(6) 2015: cardiology consult: ¿going to have a hernia repair; here for preoperative clearance. He really does not take care of himself at all and continues to smoke. Plan: I know of no more adamant way to reinforce smoking cessation. Cleared for surgery; I¿m sure he is at high risk. With self-destructive behavior, I cannot imagine that his health will [sic] end poorly.¿ on (B)(6) 2015: internal medicine consult: ¿plan: multiple medical problems place him at increased risk for general anesthesia and surgery. He is as stable medically as he can be prior to planned anesthesia and repair of ventral hernia.¿ on (B)(6) 2015: indication: ¿a 56-year-old male with prior hernia operation with gore dual mesh that had complained of chronic pain secondary to a suspected chronic hematoma for some time. The patient has decided he would like the hematoma evacuated.¿ revision procedure: open seroma evacuation. Incision and drainage. Revision date: (B)(6), 2015 [same day admission] ¿we began our operation by reopening the incision through his prior scar, approximately 4-5 cm supraumbilical to about 2-3 cm infra umbilical. This dissection was carried down using a mixture of blunt and electrocautery down to the level of fascia. The gore mesh was identified. A small incision was made within and approximately 200 cc of serous chronic seroma was drained immediately. After this was successfully evacuated, the gore dual mesh was opened approximately 5-6 cm. Within the cavity, there appeared to be several small areas of chronic hematoma. These were bluntly dissected free from the underlying surfaces and evacuated. There was a small amount of the irritation that was oozing very slightly and was easily treated with electrocautery. Once this was done, the edges of the gore dual mesh were reapproximated in a running fashion with nylon suture . Once this was completed, the subcutaneous tissue and fascia were reapproximated in a running fashion prior to closure with staples. Prior to closure of the cavity, a 19-french blake drain was placed within the cavity.¿ findings: ¿seroma/[illegible] hematoma posterior to mesh. 200 cc serous drainage.¿ ¿specimens: none.¿ relevant medical information on (B)(6) 2015: ¿underwent an I and d [incision and drainage] of a seroma below his mesh last week. Still draining too much to pull the jp [jackson-pratt].¿ on (B)(6) 2015: ¿presents with severe right lower extremity claudication. Review of systems: mild drainage from hernia repair site, otherwise negative. Abdomen: soft, incision clean/dry/intact, staples in place.¿ (B)(6) 2015: ¿states his drainage has completely stopped. We¿ll remove his staples and pull his drain.¿ on (B)(6) 2015: ¿status post drainage of seroma to abdominal wall. He continues to have abdominal pain and swelling and is concerned that the seroma may have returned.¿ ¿the wounds are healing appropriately. No clear evidence of recurrence of his seroma. Check an ultrasound of the abdomen. Return to clinic when results are available.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 8611800 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent a laparoscopic incisional hernia repair on (B)(6) 2011, whereby a gore dualmesh® plus biomaterial was implanted. It was reported the patient alleges the following injuries: to be supplemented. Additional event specific information was not provided.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2015: (B)(6). (B)(6), md. Office visit. States I performed a hernia repair on him in 2011. Seen by dr. (B)(6) over a year ago with pain in abdomen as well as a bulge. CT scan at the time revealed some fluid above the mesh; did not have anything done at the time. Noticed increasing pain subsequent to this time; here today because he feels he has recurrence of his hernia. Noticed this because he has bulge right side of abdomen. Medical/surgical/social history: clotting disorder, diabetes mellitus, fatty liver, peripheral vascular disease, nephrectomy, smoker- 1 pack a day. Exam: 144 lbs, bmi 19.56. Gastrointestinal: soft, non-distended, normal bowel sounds, nontender, no organomegaly, no mass, no rebound, no guarding. Definitely has an asymmetry; right side of lower abdomen appears larger than left; do not palpate a definitive hernia. This is perhaps some migration of the fluid that was noted on CT scan in past. Impression/plan: postoperative seroma. Reorder CT scan to see if seroma is enlarged or moved, also rule out the possibility of recurrence which I doubt. I well see him after that. (B)(6) 2015: (b)(6. (B)(6), md. Office visit. Underwent an I [incision] and d [drainage] of a seroma below his mesh last week. Still draining too much to pull the jp [jackson-pratt]. Will see him next week. (B)(6) 2015: (B)(6). (B)(6), md. Office visit. Follow-up of drain placement. States his drainage has completely stopped. We¿ll remove his staples and pull his drain. Have him come back in 6 weeks. (B)(6) 2015: (B)(6). (B)(6), pa. Office visit. Status post drainage of seroma to abdominal wall. He continues to have abdominal pain and swelling and is concerned that the seroma may have returned. Denies fever, night sweats, or chills. Exam: 134 lbs, bmi 18.17. The wounds are healing appropriately. No clear evidence of recurrence of his seroma. Check an ultrasound of the abdomen. Return to clinic when results are available. [Missing records: a ultrasound of the abdomen to evaluate for possible seroma recurrence was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
All previous patient codes (3190) were reported based on the original complaint and are no longer applicable per gore¿s investigation. H10/11: updated final codes. Conclusion code 4316: appropriate term/code not available used for "withdrawn complaint". This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. This event will be closed as no problem detected.